Event description:
It was reported that the peel-away sheath defect (the valve does not peel off properly or peels off unevenly to one side). Eight (8) physical samples were retrieved, and two (2) units were discarded. There was patient involvement and there was no patient harm. Event occurred at the hospital, and the operator of the device was a health professional.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: device received on 2/9/2026. H3: the device was received for evaluation. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Visual inspection was performed which found that the peel away sheaths were observed to be slightly peeled opened suggesting previous use. The silicone seal was still present for both samples. One silicone seal was not observed to be fully split from use. The reported complaint was confirmed, and the probable cause was due to a vendor related issue. No further action was taken.